Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense and atrial channels. The noise resulted in inappropriate shocks and inhibiton of pacing. Electro-magnetic interference is the suspected cause of the noise.